Manufacturer narrative:
Testing by MFR did not confirm the reported no volume delivery condition.

Event description:
Report of alleged "all leds on constant single tone alarm, no volume delivered. Occurred during night. Constant high pressure alarms sounding. No pt harm.